Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-jan-2026, a facility representative reported via (B)(4) that a 0234-155 15.5 mm modular flexible reamer head broke during the intramedullary reaming of a femoral shaft. The hip nail procedure was completed successfully; however, the broken piece was not retrieved from the patient. It was reported that there was no other patient harm. Additional information was received on 04-feb-2026. The rep advised that there were two small fragments created in addition to the larger remaining portion of the reamer that was retrieved, and those two fragments remained in the patient. The rep stated that no attempt was made to retrieve the fragments, as they were midshaft and deemed impossible to retrieve. There was no delay encountered.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. - one unpackaged 0234-155 serial/batch number 211146 was received for investigation. - functional testing was not performed due to the damage to the device. - visual inspection noted that the device is significantly damaged where the femoral shaft attaches. - the most likely cause is attributed to misuse/use error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.